Manufacturer narrative:
The referenced previous admission was reported under medwatch MFR report# 2916596-2017-02133. (B)(4). Approximate age of device - 86 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted through the emergency department overnight on (B)(6) 2017 with elevated flow estimations and power readings. The patient also reported heart failure symptoms. Lactate dehydrogenase (ldh) level was close to 700 u/l. The patient had recently been admitted, medically treated, and discharged for elevated ldh prior to this event. The patient was hospitalized and was treated with bivalirudin. The ldh remained elevated in the 600 u/l range. The heart failure symptoms had resolved shortly after admission. On (B)(6) 2017, the ldh went up significantly overnight with evidence of high flow estimations and power readings. There were no other signs or symptoms of heart failure or hemolysis. It was reported that there was no plan for a pump exchange. The lvad team may pursue working the patient up for transplant. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of elevated pump powers and estimated flows, a specific cause could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas and the reported events could not be conclusively established. The first submitted system controller log file contained data from 25aug2017 03:59:22 pm through 07sep2017 01:57:22 pm. Some transient pump power elevations and corresponding elevations in estimated flow were observed on 07sep2017. The second submitted system controller log file contained data from 14sep2017 06:42:45 pm through 20sep2017 12:22:13 pm. No adverse events were observed throughout the captured data. Despite the observed pump parameter changes, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log files. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.